Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The device has not been returned for evaluation. Radiographs have been reviewed and the fracture can be observed. It is not known at this time the root cause for the reported fracture. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets smiles total knee replacement implant (k120992).

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 2013 and subsequently was revised in (B)(6) 2014 due to a fracture of the implant.